Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states difficulty going up and down. MDR filed.

Manufacturer narrative:
(B)(4) is for hydraulic pump model number 9099.